Event description:
After surgery, in the recovery room, the patient was put on a ventilator. Ventilator was checked 1/2 hour before event. Dial was set at 62%. When blood gases were checkedf, oxygen saturation was lower than physician wanted. Wall units and ventilator were checked. The problem was found in the ventilator, the patient was only getting 21% oxygen. This did not cause harm to the patient, but only because of quick intervention of staff. The manufacturer's representative will come to check the ventilator more throughly, that is why #38 is answered #9 or unknowndevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination, other. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.